Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient details are still on the station. A technical support specialist (tss) reviewed patient examples and confirmed discharged. Upon investigation, it was found that discharge messages had not initially been sent for these patients. An email update was sent to communicate the findings. Tss attempted to contact the designated individual twice but received no answer. All example patients have since been successfully discharged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to pull some medication, due to it still showing the old patient in the station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to pull some medication, due to it still showing the old patient in the station. The customer reported issue affecting the dispensing workflow. There were no adverse events or injuries reported based on this event.